Event description:
Pt went to the emergency room where her blood glucose level was tested at 781 mg/dl. She had changed the cartridge and infusion site the day before using a new bottle of insulin. She also had an 03, battery alarm and had replaced the battery. She had the same alarm and took the same action approx five days before.